Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 10802688 lot number 22089486 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set 2 out of the 3 needle-free access valves began to leak heavily.  Verbatim: 1836-pc: 2 out the 3 needle-free access valves began to leak heavily.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set 2 out of the 3 needle-free access valves began to leak heavily.  Verbatim: (B)(4): 2 out the 3 needle-free access valves began to leak heavily.